Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d10, g4, g7, h2, h3, h6 and h10. Current repair: product evaluation: product review of the skin graft mesher sn (B)(6) by dover on 23 april 2020 revealed that the comb was bent. The pre-test calibration and test cut could not be performed due to the bent comb. The gear and bottom roll had visible wear. The cutter 1:5 and cutter 2:1 failed due to an incomplete cut. Product repair: repair of the device was performed by dover on 23 april 2020 which included replacement of the following: gears, collars, bearings, bottom roll, washers, shoulder bolts. Additional repair included the device being disassembled, cleaned, tested, and calibrated to specifications. The device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It has been reported that the device had an incomplete mesh. There was no patient involvement as the event occurred at a skin bank on cadaver skin. No adverse event was reported as a result of this malfunction.